Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, "during firing stapler in surgery, the stapler made a strange noise. After opening the stapler (jaw opening) it was realized that no staple was fired. The stomach remained open." Later in the operation, a new stapler with blue reload was fired and then a stitching. The sleeve was tested for leaks and no leak was detected. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52z30. Conclusion the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no unusual strange noises were heard during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.